Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had disconnected from his body at the quick release, while sleeping. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.